Event description:
The customer reported falsely decreased architect total psa results for an (B)(6) male with prostate cancer that was taking anti-cancer drug along with medication for nausea/vomiting at the time. The following results were provided: (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for falsely depressed architect total psa results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Ticket search review determined normal complaint activity for the lot. Trending was reviewed and no trends were identified for the product for the issue. The performance of the architect total psa assay using customer field data worldwide. The median patient population result for lot 29128fn00 falls within established baselines, indicating the reagent lot is performing acceptably on market, and confirms no systemic issue for the lot. The device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect total psa reagent lot 29128fn00 was identified.g1 all manufacturers: g1 - contact information has been updated to included new contact name, email, address, phone number, and fax number.